Manufacturer narrative:
It was reported that the end-user was sleeping when her husband checked on her at 0300. At approximately 0500 she was found on the floor with her neck caught in the bed rail. When she was found, her husband initiated CPR and called for paramedics. The end-user was declared deceased upon the arrival of paramedics. Reportedly, the side rail was placed at the head of the bed and was not used in conjunction with other side rails. No additional information was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported death, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user caught her neck in the bed rail.